Manufacturer narrative:
The device has not yet been returned for eval; therefore, a failure analysis is not available and we are unable at this time to determine if the device met specification, and the relationship between the device and the cause for this event. A review of the device history records was performed to identify any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. There have been no previous complaints for lot number 1211064. A review of the august 2007 complaint trend report for the failure mode "leakage" for the vaxcel pasv port product family was conducted; no adverse trends was noted.

Event description:
The complaint reported that the clinicians were preparing a therapeutic implant of a port in a pt (age and gender unk). During this procedure, they attached the catheter to the port, and then tested the device by infusing saline through it, but found that the device was leaking at the connection point. The physician completed the procedure with another of the same device. Without further complication. The complainant reported that there were no pt complications and the pt is fine.